Manufacturer narrative:
Correction: device manufacture date and lot number were listed as unavailable in initial MDR. Both values were provided with the initial MDR.

Manufacturer narrative:
Device manufacture date and lot number inadvertently left off of follow up sequence 1 and initial MDR.

Manufacturer narrative:
Correction: this device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" ((B)(6) 2015). The revised instructions for use (IFU) were also provided with the notification.

Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the instrument was damaged while attempting to place the screws in a spinal pedicel screw fixation procedure. It was noted that the patient's bone was extremely hard and the instruments were not easily passing through the bone as they should have. There was no patient impact reported and the delay in surgery was over an hour. Surgery proceeded as planned.